Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a chest pressure and all-day palpitations. As of this time, this ICD remains in service. No adverse patient effects were reported.